Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v449145, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 07-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said stimulation was not working at all so they talked to the healthcare provider (hcp). The hcp informed the patient that the wire broke and asked if the patient fell, but they did not. The patient noted the hcp blamed the patient anyway and replaced the broken wire. The patient noted that they would also inform the hcp that "the thing" was not working and the hcp would say it is the patient's fault/didn't believe them. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said stimulation was not working at all so they talked to the healthcare provider (hcp). The hcp informed the patient that the wire broke and asked if the patient fell, but they did not. The patient noted the hcp blamed the patient anyway and replaced the broken wire. The patient noted that they would also inform the hcp that "the thing" was not working and the hcp would say it is the patient's fault/didn't believe them. The patient also said, "it never worked for me, couldn't get any results from the doctor. The wires were broken and the doctor did something, but I'm not sure what". No further patient complications have been reported as a result of this event.